Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 3- lumen catheter with the luer hub on the distal extension line detached and not returned. Microscopic examination revealed a rough edge on the extension line tubing. A review of manufacturing records did not yield any relevant findings. Based on the appearance and length of the extension line tubing, it appears that the separation occurred at the base of the luer hub due to excessive force. Therefore, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the catheter broke at the level of the distal lumen; with no apparent reason. The incident occurred in the adult resuscitation unit, patient room number (B)(6).